Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6 and h11. The customer contacted olympus technical assistance support (tac) via phone asked the customer to check the video cable connection. The customer had serial digital interface cable connected to the serial digital interface port on the cv-190. Tac advised her to move the connection to serial digital interface out 1 or out 2. After reconnecting the cable to the correct output port, the image appeared on the monitor with no further issues. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to wrong serial digital interface cable connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.